Manufacturer narrative:
Date sent to the FDA: 06/24/2021. Additional information was requested, and the following was obtained: the event description indicates 1 suture pulled off during the procedure. The actual device was returned for evaluation, as well as an incomplete device that just consisted of a needle and no suture. Please provide clarification: how many devices had suture needle pull off during use on the patient? Why were 2 devices returned? After confirmed with the sales rep, the 2 devices are all from the one packet of complaint vcp752d device, as it's a control release case which should have 8 sutures/needles in one packet. And both of them are reported with pull off suture needle issue. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events reported via 2210968-2021-05797. Date sent to the FDA: 06/24/2021. Corrected information: h6. Type of investigation: b01, b14, h6. Investigation findings: c1601. H6. Investigation conclusions: d03. Corrected h-3 summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one detached needle and a dispensed suture of product code vcp752d were received for evaluation. Short insertion could be observed in the strand. The visual inspection concluded that the needle/suture combination was detached from the needle, since the insertion end of the suture did not meet the requirement. This defect is caused because the insertion of the suture in the needle was insufficient from keep the needle/suture union during transportation or use, resulting in a pull-out defect. The pull-out defect has been correlated to the manufacturing process. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Based on the information currently available, the pull-out was identified during the investigation of the sample received. Corrected information: trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 275 g/m.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/9/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h6. Additional h3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one detached needle and a dispensed suture of product code vcp752d were received for evaluation. Short insertion could be observed in the strand. The visual inspection concluded that the needle/suture combination was detached from the needle, since the insertion end of the suture did not meet the requirement. This defect is caused because the insertion of the suture in the needle was insufficient from keep the needle/suture union during transportation or use, resulting in a pull-out defect. The pull-out defect has been correlated to the manufacturing process. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Based on the information currently available, the pull-out was identified during the investigation of the sample received. The product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one detached needle of product code vcp752 was received for evaluation. The product code is single-armed and on the detached needle, the swage and attachment area was noted to be as expected, marks by the surgical instrument were noted and no suture remnant could be observed into the barrel hole. The suture was not received for evaluation to determine the assignable cause. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The event description indicates 1 suture pulled off during the procedure. The actual device was returned for evaluation, as well as an incomplete device that just consisted of a needle and no suture. Please provide clarification: how many devices had suture needle pull off during use on the patient? Why were 2 devices returned? ¿ trade name - irgacare® ¿ active ingredient(s) ¿ triclosan ¿ dosage form ¿ suture/solid/parenteral ¿ strength ¿ = 472 g/m.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 472 g/m.

Event description:
It was reported that a patient underwent a cesarean section surgery on (B)(6) 2021 and suture was used. During the procedure, the pulling off of the suture needle occurred during sewing subcutaneous fat. Another like device was used to complete the procedure. No adverse patient consequences reported. No additional information was provided.